Event description:
The patient's fiance reported the patient has experienced multiple low and high blood glucose readings that have required hospitalization. The lowest reading measured "lo" on his blood glucose monitor and the most elevated blood glucose reading was 617 mg/dl in 2009. Symptoms of elevated blood glucose include vomiting, dehydration, and stomach pain. The ambulance was called 2 times three months prior and one time the following month, due to low blood glucose and the patient was unresponsive. The patient reported that low blood glucose is due to the physical nature of his job. He stated that elevated blood glucose normally occurs at night and he has adjusted his basal rates twice to compensate but he has not seen any improvement. The most recent basal rate adjustment was 2 days ago and his total daily insulin is 15.3 units. His blood glucose measured 389 mg/dl when he woke up this morning. He stated, he has had better blood glucose results while using injection therapy during the past month. Troubleshooting did not reveal any product issues. A request for additional training was submitted. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.